Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of sp02 socket with signal cable. The unit was calibrated and safely tested to factory specifications.

Event description:
Customer reported an issue with the dpm 3 monitor, which may have affected sp02 monitoring. No patient injury was reported.